Event description:
It was reported that a burning smell was noticed when rfg2 generator was plugged in for a radiofrequency ablation procedure. There was no damage noted to the generator or it's cable. The smell dissipated and the procedures for the day were performed using the generator with no issues. There was no fluid or moisture observed on the handle, connector, and/or receptacle. There was no splashing observed. No patient injury was reported.

Manufacturer narrative:
Evaluation summary performed service and evaluation. The ¿burning smell¿ could not replicated. Residue was discovered under f2 sensor on ac power pca. The ac power pca was replaced. Display issues were noted at service, the controller pca was replaced. Cosmetic deficiencies identified at service were identified and addressed. The generator passed all testing in accordance prior to release from service. If information is provided in the future, a supplemental report will be issued.